Event description:
It was reported that, three times, the patient should have been able to receive a bolus, but was given a remaining lockout time of 4 hours. It was noted that the lockout interval was set at 4 hours. The reporter knew that the patient had not got the bolus. It was stated that the physician was in the process of making changes to the patient¿s dosing because the drug wasn¿t helping enough, so the patient was meeting with the physician every two weeks instead of every month to have the pump filled. The patient¿s last refill was (B)(6) and the next scheduled refill was (B)(6). At one refill, the physician thought there was ¿still a lot of medicine¿ in the pump. It was unclear, but it seemed as though there was more medicine than the physician expected. The device system was delivering dilaudid, bupivacaine, clonidine, and fentanyl. Five days later, it was reported that a manufacturer representative was requested for the patient¿s next refill on (B)(6). Until then, the patient would keep using the pump normally as the issue did not happen all of the time. Two weeks later, it was reported that there had been a fourth occurrence of the issue by the time of report. When looking at the logs, it was seen that the boluses were given, but was there were denials seen about two to three minutes afterward. It was stated that the patient didn¿t use an antenna with her personal therapy manager (ptm). The device system was delivering dilaudid, bupivacaine, clonidine, and fentanyl.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported personal therapy manager (ptm) was not delivering the patient¿s boluses; instead it was giving her another 4h lockout. Patient stated the rep gave her an antenna to correct the issue it was good for 2 months but she had the ptm lock her out 4x this month. The event was due to an uplink error in which the pump delivers the bolus but the confirmation does not get to the patient, but the patient felt they were not getting their bolus and can tell when they do. Patient wanted ptm replaced. It was later reported that the ptm logs were checked and there where 4 occasions of uplink errors. The patient did receive the bolus on those given times at the initial attempt as per the ptm logs, 88 and 89 codes were present, showing successful bolus (88) and then unsuccessful bolus (89) within minutes of one another. Electromagnet interference and pump depth were contemplated as possible factors. There was no further information reported regarding the previously reported volume discrepancy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8835, product type programmer, patient. (B)(4).